Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received excessive no delivery alarms. Customer's blood glucose level at the time was 396 mg/dl. She stated that her pump was alarming no delivery in the middle of the night. The customer does not have a syringe to treat her blood glucose levels. She tried to treat with her insulin pump but received a no delivery alarm. During troubleshooting, the customer was assisted with performing a 5.0u fixed prime. She stated that there were very little drops forming. While removing her infusion set, she noticed that she had a bent cannula. Advised the customer that a bent cannula may prevent insulin from being delivered. She is requesting a replacement insulin pump. No additional information is provided.